Event description:
It was reported that, the clinical specialist (cs) identified that the ivc pressure was -11mmhg. Cs initiated troubleshooting with device user (du). Following these attempts, cs informed the device user that the recommendation would be to change the disposable set due to concern of faulty pressure sensor. The disposable set was swapped with a new set and ivc pressure was variable as expected.

Manufacturer narrative:
Investigation is in process and investigation results will be provided once available.

Manufacturer narrative:
The reported device was not returned for evaluation for root cause analysis. A check of production records indicated no deviations. A root cause could not be determined.

Event description:
It was reported that, the clinical specialist (cs) identified that the ivc pressure was -11mmhg. Cs initiated troubleshooting with device user (du). Following these attempts, cs informed the device user that the recommendation would be to change the disposable set due to concern of faulty pressure sensor. The disposable set was swapped with a new set and ivc pressure was variable as expected.